Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach for gastric antral vascular ectasia (gave) during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band failed to deploy from the ligator cap. The scope was subsequently removed from the patient with the band still attached to the cap. Then they attempted to deploy the bands while submerged in water; however, the bands continued to fail to release from the cap. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the stomach.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.